Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a nephrectomy procedure, the surgeon ran out of covidien reloads and the operating room team opened an ec60a for him to fire across the renal vein. Because the surgeon is not accustomed to using this device, they decided to dry fire on a lap on the back table, prior to using on patient. The sales rep spoke with the surgeon after the case and he claimed that it jammed on him during the dry fire, and would not release. The tech then opened an ats45 and he used two reloads to transect. All went well and no patient consequences were reported. After discussing the issue with the tech, they feel the surgeon did not know how to use the device and did not do the fourth squeeze, to reverse the blade.